Event description:
Dealer states that the wheel locks are not operating correctly cannot make anymore adjustments. When locks failed user was using the chair , usage in private home usage indoors and outdoors. Replacement part sent